Event description:
It was reported the patient's lead was not working and appeared to be "malfunctioning". Reprogramming was attempted. The lead was implanted in 2008, and stopped working in 2008. The lead was explanted and unknown if it was replaced. No patient injury was reported.